Event description:
It was reported that the suture detached and remained in the patient. This flexima? Apdl drainage catheter was selected for treatment of an occlusion. During removal, the locking mechanism was insufficient to loosen the drain, so the drain was cut for removal. The drain was able to be removed from the patient successfully; however, the suture remained in the patient. Additional information has been requested regarding attempts to remove and the patient outcome. No further details have been provided at this time.